Event description:
A distributing cusotmere reported a complaint received from user facility. The user facility filed a complaint for leakage from the admin set elbow joint (between set and luer fiting). The set is used with an electromechanical ambulatory infusion pump. There is no report of pt injury.